Event description:
It was reported that a pt underwent an unk procedure on an unk date and suture was used. The needle broke on the first stitch. The pieces were removed during the same procedure and there were no pt consequences.

Manufacturer narrative:
(B)(4). (B)(4). No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.